Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock and x-ray tube were replaced. The system functions as intended.

Event description:
The customer reported that the system had no display. No pt injury was reported.